Event description:
Philips received a complaint on the heartstart mrx indicating that the ECG cables do not lead. There was reportedly no patient involvement. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer was sent a 10 lead ECG trunk aami/iec 2 to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the 10 lead ECG trunk aami/iec 2. The customer was provided a replacement 10 lead ECG trunk aami/iec 2 to resolve the issue. It has been concluded that no further action is required at this time.